Event description:
The customer reported an unspecified number of false negative results with the binaxnow covid-19 antigen card kit performed on unknown date on an unknown number of patients. Additional testing was performed on the same day via an unknown method and generated a positive result. The customer stated the patients were experiencing symptoms of covid-19. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4-UDI(B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219485 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot: 219485, test base part number 195-430h/ lot: 217251. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219485 showed that the complaint rate is (B)(4) abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded

Event description:
The customer reported an unspecified number of false negative results with the binaxnow covid-19 antigen card kit performed on unknown date on an unknown number of patients. Additional testing was performed on the same day via an unknown method and generated a positive result. The customer stated the patients were experiencing symptoms of covid-19. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.